Event description:
A report was received on 13 dec 2023 from a 51 year old male patient with a medical history including hypertension and end stage renal disease, who stated a blood leak was observed during a home hemodialysis treatment on (B)(6) 2023. Additional information was received on 14 and 15 dec 2023 from the healthcare professional (hcp), who stated the patient lost approximately 300ml of blood, and no medical intervention was required.

Manufacturer narrative:
The cartridge was discarded and not available for evaluation. Evaluation of the photos provided confirmed the presence of blood outside the cartridge. The source of the blood leak could not be determined from the available information. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.